Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 47 and 73 mg/dl. The cause of low bg levels was unknown. The customer passed out and scraped their knee and elbow, and received third party assistance from emergency medical services (ems), who provided carbohydrates to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.